Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation found crack on the video connector and lens of the main unit is scratched. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Never use a hard cloth, etc., which may scratch the cover glass. Based on investigation results, the complaint was confirmed as a cracked video connector unit observed. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
It was reported that the video connector was cracked. There was no patient impact, no harm reported due to the event.